Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "downstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received, a f/u will be sent. The force sensor assembly and force sensor was replaced.

Event description:
During the eval of a spectrum pump, constant downstream occlusion alarm during downstream occlusion testing were experienced. There was no pt injury reported.